Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to the mobile power unit (mpu) were not confirmed; however, atypical decreases in voltage while connected to the mpu was confirmed. The heartmate mpu (serial #: (B)(4)) was returned for analysis and a log file was submitted for review as well as downloaded from the returned system controller. The submitted log file spanned approximately 2 days ((B)(6) 2020 per timestamp). While connected to the mpu there are slightly lower rsoc voltages on the black power cable with values as low as 11.6v, lower than the expected ~12v. These decreases in voltages did not trigger low voltage alarms. There were no other notable alarms. The downloaded log file spanned approximately 3 days ((B)(6) 2020 per timestamp). Events occurring on (B)(6) 2020 are from testing at abbott. On (B)(6) 2020 at 0:39:22, 4:13:55, and 13:41:16 there were atypical power cable disconnects on power module and mpu which were accompanied by rsoc invalid faults on the black power cable. These were coincident with atypical decreases in black rsoc voltage with values as low as ~7.7v. This event did not trigger low voltage advisory alarms. Pump operation was not affected. There were no other notable alarms. The heartmate mpu (serial #: (B)(6)) was returned to the abbott service depot and serviced on (B)(6) 2020. During service depot testing the mpu was connected to a test system controller and a mock loop and was able to operate for an extended period without interruption. The mpu was tested again in the abbott product performance engineering lab and ran for a period of 30 minutes while connected to a mock loop without having issues. The patient cable was manipulated during this test and no alarms activated. The resistances of the mpu patient cable were measured and were observed to be at the expected specifications and no cuts were visible to the internal wires. The reported event was unable to be reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis; however damage may have contributed to the reported event. During the investigation there was an incidental finding of superficial jacket damage to the mpu patient cable. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 IFU section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage advisory alarms while connected to the mpu. A log file review was requested. The event log captured some odd voltages while using the mpu. Rsoc voltages should be in the 12v range and they were routinely captured below 12v. The low voltage advisory events seen in the log were all on battery power but were due to normal battery depletion. The vad coordinator issued the patient new batteries and a new mpu. The nurse practitioner on the floor called stating she was still getting the low voltage advisory alarms on both the batteries and the new mpu. The vad team discussed exchanging the patient's controller with technical services. Technical services stated that it might be the black power lead that is causing the issue. The vad coordinator reported that the controller would returned for evaluation along with mpu-26709. It was reported that the patient's symptoms resolved post equipment exchange. The patient was discharged home (B)(6) 2020.